Event description:
The facility representative reported a flo-gard infusion pump with failure code f-33. This condition was found during programming/setup of the device but it is not known in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-33 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was found to be shorted connectors from panel damage. The front panel was replaced and connectors reconnected to correct this condition. A device history review could not be performed due to the data retention period being expired. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.